Event description:
It was reported that the user experienced overnight low and near-low blood glucose, observed around 72 mg/dl, and preemptively treated with approximately half a glass of orange juice, after which glucose rose rapidly to 159 mg/dl and the ilet delivered corrective insulin, with glucose later returning toward target. Symptoms included dizziness and hypoglycemia with a nadir of 51 mg/dl. Outcomes included no injury, no hospitalization, and resolution with user education. Investigation included review of device data and counseling on appropriate hypoglycemia treatment. Investigation of this case revealed that the event was consistent with user overtreatment of hypoglycemia and expected automated corrective insulin delivery by the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to hypoglycemia treatment rather than a device malfunction.